Event description:
It was reported that the remb recip saw would not hold a blade during a procedure. The procedure was completed using a rasp by hand. There were no pt or user injuries, and no adverse consequences.

Manufacturer narrative:
A follow-up report will be filed when a quality investigation has been completed.